Event description:
In 2007, we responded to the pt's home for a report of a pt experiencing an altered level of consciousness. Upon arrival pt was unresponsive and hypoglycemic as shown by fingerstick glucose analysis. Pt was treated for hypoglycemia and transported to a local hospital. Upon arrival at the hospital, it was determined that the pt's insulin pump was malfunctioning and had delivered an overdose of insulin. In a follow up interview, the pt reports that a MFR tech (medtronic tech) told her the device delivered 88 units of insulin to her during the day of the incident. This far exceeds the pt's prescribed dose. Pt also reports that medtronic told her the device had been reconditioned three times in their facility before sale to her.